Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. At implant, the values were 550 ohms, but rose to 1200 ohms. The rv lead was surgically abandoned and both products were successfully replaced. No testing was performed during the revision. No additional adverse patient effects were reported.